Manufacturer narrative:
The customer has repeated calibration and changed the reagent, but the results are still recovering low. The field service engineer could not determine a cause.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys amh on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The patient sample came from a donor and initially resulted in an amh value of 1.79 ng/ml. The customer questioned the result because donors typically have higher amh results. The sample was sent to another laboratory for testing with an unknown amh method, resulting in a value of 2.47 ng/ml. The repeat value was deemed correct. The serial number of the e411 analyzer is (B)(4).

Manufacturer narrative:
For the last calibration performed on (B)(6)-2022 there was an alarm indicating a lot calibration could not be generated and it was released as a reagent pack calibration. Controls were outside of range. The sample clotting time was shorter than recommended by the tube manufacturer. The field service engineer ran performance testing. The investigation determined the customer's actions of installing a new reagent pack and repeating the samples resolved the issue. A valid calibration was established with the new reagent pack and controls were within range.